Event description:
Balloon was inflated to 22 atms. On withdrawal, physician noticed that the tip was deformed and was probably due to the over inflation.

Manufacturer narrative:
Pt info is not available. Attempts to obtain pt info has not been successful. Angosculpt was returned for lab analysis. Visual eval confirmed the distal bond peeling, and all leaflets are present. Functional testing confirmed that the scoring element was misaligned but remained intact when pressurized to 4 atms and 8 atms. There was no detachment or separation of any portion of the catheter. It is probable that the peeling of the distal bond was due to the physician over inflating the balloon up to 22 atms. According to the instructions for use (IFU) for the angiosculpt pta scoring balloon catheter, it states, do not exceed the rated burst pressure (brp) printed on the package label.